Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 705957 . Our records show that this is the second instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted for evaluation and testing; our engineers were unable to identify any abnormalities during leakage testing and microscopic evaluation of the device. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review. The reported tubing defective/damaged by customer was not confirmed after evaluate 5 representative samples provided. Based on investigation results, the root cause was not identified because the customer did not provide the defective sample which is essential to perform a better investigation. Engineering team could not confirm the defect visually and functionally. 5 samples were tested per leakage at 20 psi of in and, 8 psi of out according qcge-011sp. No leakage was found. Also 5 slide clamps were reviewed and no sharp edges were found that could cause a cut. Without defective sample we cannot determinate the root cause. DHR was reviewed with the intention of finding a failure in the equipment or quality problems during assembly that could be related with the reported failure mode; however, no problems were found. Currently, product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure that product met with acceptance criteria. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Process fmea 4797 and p-eura rm5942 were reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, root cause for manufacturing process cannot be determined. Representative samples no showed damage or leakage

Event description:
It was reported that during use of the bd saf-t-intima¿ integrated safety catheter system there were 2 cases that the extension tubing was broken at the juncture with the wings after penetration.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima integrated safety catheter system there were 2 cases that the extension tubing was broken at the juncture with the wings after penetration.